Event description:
It was reported that a vena cava filter that was implanted infrarenal 6 months earlier, had migrated caudally 4cm and had two legs perforating outside the vena cava wall. This was an incidental find at a scheduled retrieval appointment. It was noted that there was a clot below the filter, so the doctor decided to leave it in and reassess the patient in one month. No reported injury to the patient. The patient remains asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval as it remains implanted. It is unk if patient or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall.